Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed critical pump error. The patient's blood glucose at the time of incident was 5.3 mmol/l. The patient stated that the alarm occurred after they swam while wearing the insulin pump yesterday; the device functioned as designed yesterday but the alarm occurred today. The insulin pump will be returned and replaced.